Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned for inspection and the following reportable malfunctions were identified during the device evaluation: cuts on pink rubber, ke-45 thixotropic adhesive cover is missing. A definitive root cause for the could not be identified. Based on the results of the investigation the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited cuts on pink rubber and ke-45 thixotropic adhesive cover is missing. There was no patient involvement.